Event description:
It was reported that (4) devices were used during a gastric bypass. It was reported by the affiliate that the bcd10 tips fell off and into the patient (they were retrieved). Another instrument was used to complete the case. There was no consequence to the patient.